Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen became unresponsive and would not illuminate when placed on the charging pad or when the wake button was pressed, though the patient felt a vibration; app-guided restart did not resolve the issue, consistent with a display readability problem involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a display readability issue and an ambient light¿related problem associated with the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.